Event description:
(B)(4). No serious injury alleged. Malfunction alleged. Per provider the crossbrace is broken on the chair and user fell through the upholstery and hurt his right arm on the metal on the chair. No medical intervention reported. MDR filed.